Event description:
The company was informed that the patient's electrode has migrated outside of cochlea. Revision surgery is being considered. Advanced bionics is in the process of gathering more information and will submit a supplemental report once new information was obtained.